Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian femoral filter delivery system was returned for evaluation. The sheath was returned in two segments. The sheath was cut approximately 16.5cm from the base of the hub. No visual anomalies were identified on the sheath or the returned dilator. The returned pusher wire exhibited a bend at the pusher handle. The storage tube was evaluated under magnification (15x) and diagonal scratch marks were identified at the distal end. No other anomalies were identified on the storage tube/y-body and pusher wire. The meridian filter was returned lodged inside the introducer sheath hub with the feet caught inside the hemostasis valve. Functional/performance evaluation: the introducer sheath segment containing the hub was cut longitudinally at the distal end exposing the apex of the filter. The filter was then pulled distally with no issues. The filter had all 6 arms and 6 legs/feet present and intact. No anomalies were identified on the filter. In addition, the introducer sheath hub was sliced open longitudinally. The inner surface exhibited diagonal scratches. It is unknown if these marks were present at the time of the procedure or if they occurred as the filter was pulled out of the sheath, under laboratory conditions. No other visual anomalies were present on the device. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review-image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for the reported failure to advance. The definitive root cause for this event is unknown. Labeling review: the current meridian filter IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval & desc - method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the filter could not be advanced through the sheath; therefore, after several unsuccessful attempts to advance the filter, the filter system was exchanged for a new filter system that was deployed successfully. There was no reported patient injury.